Manufacturer narrative:
The reported event of the outer insulation of the conductor being broken was not confirmed. As received, a complete lead was returned in two pieces with the helix found retracted and clogged with blood/tissue. Visual inspection found the outer insulation/outer coil/inner insulation/inner coil cut at the proximal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.

Event description:
It was reported that the outer insulation layer of the conductor was worn and broken. The lead was not used. There were no adverse health consequences, the patient was stable.